Manufacturer narrative:
It was reported to intuvie that during testing, the pump failed the earth ground resistance test at a value of 0.14ohms. The passing specification for the ground resistance test is <0.1ohm. The power filter module was replaced, and the issue was resolved. A review of the serial number history revealed no similar complaints related to ground resistance associated with the device. CAPA-zm2023-23 has been initiated to investigate the occlusion failure. Reference to complaint #(B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the 30psi occlusion test at 18. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. A device history record (DHR) review showed no similar complaints reported. The failure mode is confirmed; root cause remains undetermined. CAPA-15 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the 30psi occlusion test at 18. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. No patient involvement.